Event description:
The customer reported a leak when using the coulter act diff analyzer. The leak was described as a few cc's of clear fluid leaking onto the counter. The leak was identified when the instrument was running a startup cycle. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of gloves when the event occurred. There were no reports of biohazard exposure to mucous membranes or cuts. There was no report of erroneous test results reported out of the laboratory with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the beckman coulter field service engineer (fse) evaluated the analyzer and found loose tubing on the bottom drain port below the rbc (red blood cell) bath causing the contained leak. The fse reseated the tubing to resolve this issue. (B)(4).